Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient experienced withdrawal. The pump contained: fentanyl 2700 mcg/ml, dilaudid 20 mg/ml, clonidine 400 mcg/ml, and bupivacaine 25 mg/ml. Prior to the motor stall, at the last pump refill on (B)(6) 2011, the pump was programmed to deliver fentanyl 1602 mcg/day simple continuous and 1658 mcg/day with ptm boluses. The patient was admitted to the hospital approximately one week before the pump was replaced on (B)(6) 2012. Following the replacement, the patient recovered and received therapy.

Manufacturer narrative:
Concomitant product: catheter 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012 partial; accessory 8590-1, lot# n068190, implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis of the pump revealed a motor gear train anomaly and corrosion. Analysis of the partial catheter returned revealed no significant anomaly; the pump connector had dried drug, blood, or foreign material occlusion.

Manufacturer narrative:
(B)(4).